Event description:
Patient reported obtaining back-to-back blood glucose results of 55 mg/dl and 157 mg/dl on the advantage system. Patient stated that, at the time the results were obtained, she was not exhibiting symptoms of hypoglycemia. Based on these values, pt self-treated by having a few spoonfuls of cereal. No adverse event was reported. The discrepant results were obtained in patient's home. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.